Event description:
A customer contacted stryker to report that their device had powered off unexpectedly when being used on a patient in cardiac arrest. As a result, defibrillation therapy would not be available, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly when being used on a patient in cardiac arrest. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The customer information that they do not believe the device cause or contributed to the patient outcome.

Manufacturer narrative:
The customer provided additional information on the patient. Patient field in which information is provided has been updated.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly when being used on a patient in cardiac arrest. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The customer information that they do not believe the device cause or contributed to the patient outcome.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be verified or duplicated. A cause of the reported issue could not be determined.